Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device turned off and charging was not possible. It was observed that the device was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from germany that the battery device did not did not provide power to the power drive device, which caused the device not to function. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.